Event description:
It was reported that during a sigmoid colon resection procedure, the staples did not deploy. A second device was used and the staples did not deploy either. Finally a contour was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.